Event description:
Device did not function as expected. Pt reported that "approximately one month ago he began to experience and hear loud squeaks primarily when walking. Want to know why it's occurring and if there is a remedy. Pt further advised that he will be supplying his medical records and x-rays." Imaging report dated (B) (6) 2006 revealed lateral dislocation of left hip prosthesis. On (B) (6) 2006, fluoroscopy for closed reduction of left hip.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (device did not function as expected and product code mra).